Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured.

Event description:
Patient reported "pain and implant had ruptured" with "other symptoms, breast implant sickness as I has fatigue, dry eyes and many others" which are considered not device related. Patient later reported "ibs issues, dry mouth" with "brain fog and extreme fatigue. Bowel issues and period issues. Hormonal issues" which are considered not device related. Patient later reported concerns about product recall. This record is for the right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, g2, h3, h6

Event description:
Patient reported right side "pain and implant had ruptured" with "other symptoms, breast implant sickness as I has fatigue, dry eyes and many others" which are considered not device related . Patient later reported "ibs issues, dry mouth" with "brain fog and extreme fatigue. Bowel issues and period issues. Hormonal issues" which are considered not device related. Patient additionally reported concerns about product recall. Healthcare professional later reported "double bubble" caused by the lowermost position of the breast implant. Device has been explanted, replaced with non-abbvie device, and discarded.

Event description:
Patient reported "pain and implant had ruptured" with "other symptoms, breast implant sickness as I has fatigue, dry eyes and many others" which are considered not device related . Patient later reported "ibs issues, dry mouth" with "brain fog and extreme fatigue. Bowel issues and period issues. Hormonal issues" which are considered not device related. Patient later reported concerns about product recall. Healthcare professional later reported "double bubble" caused by the lowermost position of the breast implant. This record is for the right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 reason for reoperation: breast pain.